Manufacturer narrative:
H3 other text : device has not been returned for evaluation.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device's battery has scratches. Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips emergency care and resuscitation (ecr) failure analysis. The customer was provided with a replacement device and we have requested the return of the device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available there is insufficient information to confirm the reported problem. The customer was provided with a replacement device and we have requested the return of the device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.